Event description:
It was reported that during a lap colon procedure, the clips were firing malformed, not scissoring, but legs facing outwards. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/19/2008. Information anticipated, but unavailable at this time.